Event description:
Pt, status post right laminectomy, facetectomy and nerve root decompression in 2002. The pt had to return to surgery 2 days later to remove a defective drain. The drain had become detached from itself and the internal portion of the drain was retained. The pt was taken to the or for reexploration of their lumbar laminectomy wound, with removal of the retained drain. The drain was not ensnared in any suture. It was lying free. The drain had become detached from itself along the junction of the clear portion and the white portion.